Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the charging port of the patient's charger melted. As a result, a replacement charger was sent, and patient was able to recharge the ipg.